Event description:
A patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor reported experiencing uncomfortable stimulation. The patient reported yesterday around 7 pm she "felt something moved inside of her," and that "it won't stop electrocuting her." The patient went to the ER and was told that there staff could not help her. The patient does state that she tripped yesterday, but "did not fall." The patient wanted to turn the implant off, but could not find her patient programmer. Patient status is unknown at the time of this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.